Event description:
Revision surgery was performed due to infection 2 years 2 months after the primary surgery. All implants were removed and revised.

Manufacturer narrative:
Batch review performed on 01 march 2022. Lot 172860: (B)(4) items manufactured and released on 07-sep-2017. Expiration date: 2022-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018. Additional components involved: stem: quadra-h 01.12.20sn cementless, ha coated std stem size 0, short neck (k082792) lot. 189855: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Liner: mpact 01.32.2837hct flat pe hc liner ø28/b (k103721) lot. 176961: (B)(4) items manufactured and released on 01-march-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Cup: mpact 01.32.146dh acetabular shell ø46 two-holes (k132879) lot. 182585: (B)(4) items manufactured and released on 28-aug-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.